Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist mentioned that the web services experienced an issue that caused patients and medication orders to fail to process as expected. Once the issue was resolved, the information began processing normally again and confirmed that the user had pushed data for all sites which would have resolved the issue that occurred. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user stated that the medication was added since 8:46pm through frame works but it was not received via integration. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.